Manufacturer narrative:
Cardioquip's director of operations and epidemiologist noticed discolored tubing while this device was at cardioquip. They choose to perform hpc testing on the to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip decided to perform an internal water pathway replacement to repair and device and return it to specification. Currently the device is in service holding waiting to be repaired. Once the service is complete the device will be returned to specification and fully functional.

Event description:
This device was recently received at cardioquip (cq), and potential device contamination was visually identified by cq operations. It was decided that hpc testing would be performed in order to gain a quantitative assessment of water quality. No patient involvement was reported. Hpc test results were received at cq which confirmed the devices water quality to be outside of specification, meaning remediation is required.